Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors and minimum fill notifications occurred with multiple cartridges during the load sequence. Customer changed the cartridge multiple times to resolve the issues. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 156-190 mg/dl.